Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the blood glucose meter was not holding combination bolus settings for factory default and split. Animas customer support performed troubleshooting with the reporter and confirmed that the settings were correct in the pump and that the pump and the meter were successfully paired. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue has the potential to contribute to long-term cessation of insulin pump therapy if the issue remains unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: a combo bolus with 20:80% was entered into the meter with a duration of 0.5hrs. After the combo bolus was completed, the meter correctly remembered the 20:80% split. The meter was found to be functioning normally.